Manufacturer narrative:
Additional information: b5, b7. H6 investigation codes. H6. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Event description:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Investigation result: the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
It was reported via a legal notification, that a male patient, initial right hip implanted on november 3, 2014, with a connexion gxl® liner 36 mm, underwent a ¿painful and risky right hip replacement revision surgery¿, on (B)(6) 2022, to remove the defective gxl liner, approximately 7 years 9 months post the initial procedure. The plaintiff has endured and continues to endure a painful recovery and rehabilitation process from his revision surgeries. No device returns anticipated due to this being a legal case. No additional information.

Manufacturer narrative:
Concomitant medical products: serial #: (B)(4), category #: 120-65-35 - bone screw 6.5mm dia x 35mm long, serial #: (B)(4), category #: 148-36-93 - 12/14 zirconia head 36mm rep by 170-36-93, serial #: (B)(4), category #: 164-02-14 - element-stem, collarless w/ha, high offset, sz 14, serial #: (B)(4), category #: 186-01-52 - integrip cc, cluster 52mm, g2. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Revision operative report for on (B)(6) 2022: diagnosis: right total hip with polyethylene failure and resultant osteolysis without loosening of the metallic implants. The surgeon removed the scar and exposed the acetabular cup and could easily visualize thinning of the acetabular liner. The patient was awoken and transferred to the recovery room in stable condition. Emergency room report for on (B)(6) 2022. The patient presented to the ER with postop pain and lower extremity edema, 12 days after right hip revision. Ultrasound was negative for dvt. Patient was advised that symptoms may be related to increased activity, as he has returned to work. He was advised to follow up with the surgeon. No other information is available.

Manufacturer narrative:
H10. Additional/updated information: h6: medical device problem code. New information received requires a new investigation. Pending investigation. No other information is available.